Manufacturer narrative:
Based on the results of the investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, a tear was found in the cysto-nephro videoscope's borescope channel. This led to a leak in the distal end of the tube. There was no patient involved.